Manufacturer narrative:
The down arrow button did not respond due to a flattened button dome switch. No unlocked lcd keypad connector was noted. The pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that they replaced the battery and the down button is not able to scroll down. Customer's blood glucose reading was 320 mg/dl. Troubleshooting for keypad anomaly was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.